Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other similar complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a preloaded intraocular lens (iol) was broken. Additional information was requested.

Manufacturer narrative:
There are no other complaints in the updated lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned loose in the carton. The lens was returned submerged in clear liquid in a large plastic syringe. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed to the device. The lens was removed from the syringe and allowed to air dry prior to evaluation. There was no damage observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the complaint of "broken iol". There was no damage found with the iol. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. There was no damage found with the device. The manufacturer internal reference number is: (B)(4).